Event description:
The customer reported that the display dropped out during a procedure and the system displayed an overload fault error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable connectors were cleaned and regreased. The system was tested and gound to be working as intended and put back into service.